Event description:
It was reported that during lap gastric bypass procedure the surgeon was using the device with multiple 5mm trocars. He was having insufflation issues with the device during utilization of the 5mm devices.the case was completed with the device and was a nuisance to the surgeon. There was no patient consequence reported. The device will be returning for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.